Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 26 mmol/l. Other blood glucose value mentioned was 23 mmol/l, more than 22 mmol/l. The customer treated for high blood glucose with insulin pump. The customer reported that insulin pump had hardware low level failures alarm. Customer declined troubleshooting for high blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.